Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, eczema, pre-eclampsia, bipolar I disorder, paratubal cyst, morbid obesity and trichomoniasis. Previously administered products included for birth control: mirena from 2012 to 2013. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included asthma since 2006, sleep apnea since 2006 and bronchitis since 2006. Concomitant products included medroxyprogesterone acetate (depo provera) and salbutamol (albuterol) since 2011. In 2014, the patient experienced alopecia ("hair loss"), nausea ("nausea,") and fatigue ("fatigue,"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings") and tooth disorder ("dental problems,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral) and teeth pulled. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, nausea, tooth disorder, fatigue, weight increased, back pain and abdominal pain outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, fatigue, mood swings, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: clinical history: pre-op diagnosis: chronic pelvic pain; desires sterilization specimen(s) received: left and right fallopian tubes and explanted essure coils. Final pathologic diagnosis: fallopian tubes, bilateral, sterilization, fallopian tubes segments. Three essure coils. Gross description: received in formalin left and right fallopian tubes and essure coils. Two fimbriated tan-pink fallopian tube segments measuring 4.5 x 1.5 x 0.6 and 5.5 x 1.3 x 0.6 cm. There are two freefloating essure coils measuring 3.5 and 4.5 cm in length. The shorter fallopian tube segment has an essure coil. Microscopic description: microscopic examination is of two segments of fallopian tubes one of which displays a paratubal cyst. The relationship between the two fallopian tubes as well as the indwelling essure metal coil (shorter fallopian tube segment) and two free floating essure metal coils is recommended. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: event hormonal changes describe: mood swings, nausea, dental problems, pain, fatigue, weight gain, hair loss, lower back pain, abdomen pain were added. Reporter details, aka , names, concomitant drugs, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, eczema, pre-eclampsia, bipolar I disorder, paratubal cyst, morbid obesity and trichomoniasis. Previously administered products included for birth control: mirena from 2012 to 2013. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included asthma since 2006, sleep apnea since 2006 and bronchitis since 2006. Concomitant products included medroxyprogesterone acetate (depo provera) and salbutamol (albuterol) since 2011. In 2014, the patient experienced alopecia ("hair loss/hair thinned out and broke"), nausea ("nausea,") and fatigue ("fatigue,"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings") and tooth disorder ("dental problems,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain ("abdomen pain") and nervousness ("nervous ill excited"). The patient was treated with surgery (salpingectomy (bilateral) and teeth pulled. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, nausea, tooth disorder, fatigue, weight increased, back pain and abdominal pain outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, fatigue, mood swings, nausea, nervousness, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: clinical history: pre-op diagnosis: chronic pelvic pain; desires sterilization. Specimen(s) received: left and right fallopian tubes and explanted essure coils. Final pathologic diagnosis: fallopian tubes, bilateral, sterilization fallopian tubes segments. Three essure coils. Gross description: received in formalin left and right fallopian tubes and essure coils. Two fimbriated tan-pink fallopian tube segments measuring 4.5 x 1.5 x 0.6 and 5.5 x 1.3 x 0.6 cm. There are two freefloating essure coils measuring 3.5 and 4.5 cm in length. The shorter fallopian tube segment has an essure coil. Microscopic description: microscopic examination is of two segments of fallopian tubes one of which displays a paratubal cyst. The relationship between the two fallopian tubes as well as the indwelling essure metal coil (shorter fallopian tube segment) and two free floating essure metal coils is recommended.. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: nervous. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.